Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report bubbles occurring in the infusion set tubing. The patient had replaced the infusion set and cartridges to no avail. The patient's technique was correct, and was using room temperature insulin. The reporter noted the patient had obtained a blood glucose reading of 385 mg/dl with no symptoms. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the pump powered up normally and displays the verify screen. The rewind, load and prime sequence were performed successfully. A basal program was run for 24 hours and passed. There was no defect found with the pump.